Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that while using a two part trocar needle as a cannula for the hiwire nitinol hydrophilic wire guide, the wire guide was left inside of the patient's right kidney, approximately 10cm during a percutaneous nephrolithotomy (pcnl). The urologist removed the wire by using an amplatz introducer. The user also stated that the two part trocar needle was not smooth on the inner side. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant products: karl storz endoscope, two part needle, amplatz renal introducer.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, quality control data and specifications. The supplier of the component reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10966115. The history records indicate this product was final inspection tested and determined to be acceptable. A review of complaint history revealed no other complaints have been received on the same lot. As noted in the precautions section of the device instructions for use (IFU), when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. The question of what exactly ¿shredding¿ consisted of was unable to be answered, as the customer was unable to be reached for clarification on this description. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
No additional event information has been received since the last report filing on 25may2018.